Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the initial 23mm sapien 3 ultra resilia valve needed to be replaced as a result of the physician noticing a ''bent hinge'' (the valve frame on the distal most portion of the inflow/skirt portion of the valve frame) after the valve exited the distal end of the 14fr esheath+. The decision was made to removed attempt to retrieve the valve back into the esheath in favor of using a seconded valve/esheath/commander system. Implanting physician stated that he may have ''not fully inserted the loader'' into the esheath when inserting the valve into the esheath, which may have contributed to the bending of the valve strut/hinge. The sale rep restated proper valve insertion technique with the operator. A second set of a 23mm s3ur valve and system was prepped and verified by implanting physician as usual. The second valve as deployed successfully and without incident, as usual. There was no patient harm incurred during the process and the patient had a satisfactory tavr implant.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5 and h6. The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''the initial 23mm s3ur valve needed to be replaced as a result of the physician noticing a 'bent hinge' (the valve frame on the distal most portion of the inflow/skirt portion of the valve frame) after the valve exited the distal end of the 14f esheath+'' and ''implanting md admitted that he may have 'not fully inserted the loader' into the esheath when inserting the valve into the esheath, which may have contributed to the bending of the valve strut/hinge. The sale rep restated proper valve insertion technique with the implanting md''. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub. If the loader was not inserted through the sheath properly, the crimped valve can be exposed and interact with the hemostasis valves within the sheath hub resulting in frame damage to the inflow of valve. In this case, it's reported that the loader was not fully inserted during delivery system and valve insertion through the sheath. It is possible that the valve struts caught within the sheath hemostasis hub during the delivery system insertion which resulted in the bent strut. As such, available information suggests that procedural factors (improper loader use) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no corrective or preventative action was required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, the initial 23mm s3ur valve needed to be replaced as a result of the physician noticing a ''bent hinge'' (the valve frame on the distal most portion of the inflow/skirt portion of the valve frame) after the valve exited the distal end of the 14f esheath+. The implanting physician did not note any resistance when inserting the valve. The decision was made to removed attempt to retrieve the valve back into the esheath in favor of using a seconded valve/esheath/commander system. Implanting md admitted that he may have ''not fully inserted the loader'' into the esheath when inserting the valve into the esheath, which may have contributed to the bending of the valve strut/hinge. The sale rep restated proper valve insertion technique with the implanting md. A second set of a 23mm s3ur valve and system was prepped and verified by implanting mds as usual. The second valve as deployed successfully and without incident, as usual. There was no patient harm incurred during the process and the patient had a satisfactory tavr implant. No damage was noted on the esheath. The devices were discarded.